Event description:
A caller reported an issue with their continuous glucose monitor (cgm), specifically encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level as a result of this error. The customer received support from the technical team, who provided complete pump reset information and guided the caller through the reset process. Following the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.